Event description:
While using an atherectomy device over the spider fx wire, the spider wire broke off in the sfa. The wire and basket were removed with a snare. No injury to the pt reported.

Manufacturer narrative:
A review of the device history record for this device could not be conducted because the lot number was not provided.